Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye there was a defect in the periphery of the lens optic. The lens was explanted and exchanged during the original surgery session. The back-up lens is also reported to have a defect in the periphery; however, was confirmed as stable in the posterior capsule and left in situ. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies the following as possible causes of trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 034236739 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 034236739. There is insufficient evidence and information available to determine the cause of optic damage.

Event description:
On 22nd january 2025, rayner received notification from its distributor in malaysia of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye a defect was observed in the periphery of the iol optic necessitating explantation and exchange of the iol.